Event description:
Customer reported damage to rack pushrod, specifically noting the pushrod gasket was melted or degraded. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy to ensure continuous insulin delivery. Technical support arranged for pump replacement, confirmed the shipping address, and provided instructions for returning the damaged pump, which was still under warranty.